Event description:
It was reported that, during use, this universal acumen finger cuff had inaccurate blood pressure values. It appeared too large for the patient and had a discrepancy when compared to the patient's other blood pressure cuff. The finger cuff had pressures of approximately 90 while the cuff pressures were approximately 160, despite testing bilaterally. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.